Event description:
Caller states patient received result of 350 mg/dl on the aviva combo system and result of approximately 150 mg/dl on professional device within 10 minutes. Patient received an unspecified "bolus with pen" to reduce the glycemia. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).